Event description:
It was reported that the patient came out from or and patient came out with two burns, and patient stated they felt something during the procedure. Patient might need a skin graft or there might be a scar left after wound is healed. Staff applied treatment to protect the wound after the incident.

Manufacturer narrative:
A manufacturing review was completed for the lot in question, with all relevant manufacturing records. No issues were identified during production that could have impacted product quality. There have been no confirmed complaints for this finished good lot or raw material lots. It has not been possible to investigate further as no information regarding skin preparation, pad placement or procedural parameters was able to be provided and therefore use error cannot be ruled out as a contributing factor.